Event description:
The issue was found at maintenance.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to failure of the patient board set (circuit board/printed circuit board), the image is not displayed with 180 scopes. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, a video processor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that no image on the 180 scopes was due to a damaged printed circuit board. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the front panel has turned yellow, and the rear gasket was illegible. The power switch required an upgrade, and the video connector was loose and worn out. There was no image on 180 scopes due to a damaged printed circuit board. A software upgrade was also needed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.